Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory foreign body reaction, induration and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, infection and skin irritation: 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. 6. Adverse events a. Us pivotal study of juvéderm volbella® xc in the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm volbella with lidocaine in the forehead, temples and lips as well as unspecified juvéderm voluma in the zygomatic area by an esthetic medical doctor in another country. Three months later, the patient developed inflammatory foreign body reaction the forehead, zygoma and lips. Patient was treated with steroids. Patient still has persisting induration after 3 months. Patient was concomitantly taking "antilyre." Patient had a biopsies and noted that infections are allergology work up. Patient presents still subcutaneous irregularities which is believed to be permanent. This is the same event and the same patient reported under MDR ID #3005113652-2017-01512. This is the first MDR submitted for the first suspected product, juvéderm volbella with lidocaine.